Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (concentration 250mcg/ml; dose 116.06mcg/day; lot unknown) and bupivacaine (8mg/ml; dose 3.7mg/day; lot unknown) via an implantable infusion pump. Indication for use was spinal pain. The patient presented to the emergency room (ER) on (B)(6) 2015 with symptoms of sedation and shortness of breath. The patient started palpation that morning and her heart rate was "pretty rapid." The patient kept nodding off and her "pressures" would go down; however, the patient was arousable. The hcp requested for a company representative to assist with stopping the pump. Additional information was requested regarding troubleshooting/diagnostics, actions/interventions, the cause of the patient symptoms, and outcome of the symptoms. A supplemental report will be submitted if additional information is received.